Event description:
On (B)(6) 2012, the patient was revised to address pain associated with loosening of the femoral and tibial components. The rep also became aware on this date that the patient had previously been revised to address tibial loosening on (B)(6) 2007.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised to address pain associated with loosening of the femoral and tibial components. The rep also became aware on this date that the patient had previously been revised to address tibial loosening on (B)(6) 2007. Doi (B)(6) 2004, (B)(6) 2007 - dor (B)(6) 2007, (B)(6) 2012 (right knee). The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the product lot codes. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.